Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had expose to moisture. The customer reported that they experienced hypoglycemia. The customer reported that they have low blood glucose levels of 3.0 mmol/l at the time of the incident. The customer stated that the current blood glucose level was 12.2 mmol/l. Customer stated that the pump was vibrating without an alarm or alert. Customer stated that the pump display went blank immediately after pump exposure to moisture. Troubleshooting was performed. The insulin pump will be returned for analysis.